Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient could not feel stimulation, despite maxing out the voltage. No environmental or external factors were reported that may have led or contributed to the issue. Impedances were checked and electrodes 8, 9, 10, 12, 13, and 14 all showed open circuits. The manufacturer representative was able to reprogram the patient¿s device using the unaffected electrodes, resolving the issue. The patient was to contact the manufacturer representative if programming changes or becomes ineffective at treating pain. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.